Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to pain. The device was explanted on (B)(4), 2010. It is unknown whether the patient was reimplanted with another device during the same surgery.